Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low/high sensor alarm failed to trigger and as a result, the customer experienced a seizures, sweats, dizziness, and weakness. The customer further reported being unable to self-treat however, no third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low/high sensor alarm failed to trigger and as a result, the customer experienced a seizures, sweats, dizziness, and weakness. The customer further reported being unable to self-treat however, no third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre sensor no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. H4 - device mfg date was incorrectly documented in initial report. The correct h4 - device mfg date has been updated.

Event description:
An alarm issue was reported with the adc device. A caregiver reported that the low/high sensor alarm failed to trigger and as a result, the customer experienced a seizures, sweats, dizziness, and weakness. The customer further reported being unable to self-treat however, no third-party medical intervention was reported. There was no report of death or permanent injury associated with this event.